Event description:
Olympus was informed that during the laparoscopic low anterior resection, the probe tip had broken and fallen off into the patient's cavity. The physician had retrieved the fragment by unspecified way. The physician had re-started the procedure using other device and the procedure had been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a retrospective review and found that this supplemental reportis required on (B)(6) 2015.this is a supplemental report for MFR report #8010047-2014-00070.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe was broke down at 15mm from the distal end, and there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The ptfe pas was not worn out. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, a crack of the probe was occurred and the probe presumably broke off due to the stress by excessive force. Based upon the finding of the evaluation, this report appears to be related to user handling. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.